Manufacturer narrative:
Medical device lot #: 7012572 medical device expiration date: 1/31/2022 device manufacture date: 1/12/2017 results: three customer samples from batch 6343816 were evaluated for sleeve function with no defects identified. Eight customer samples from batch 7012572 were evaluated for sleeve function with no defects identified. Based on the submitted photos of 7012572, we acknowledge blood leakage occurred at the customer level. However, we are unable to determine the source of leakage as all physical eclipse needle samples evaluated by (B)(4) did not duplicate the leakage. A review of the device history record was completed for batches 7012572 and 6343816, all inspections were in compliance with requirements. Conclusion: based on the investigation results, bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had blood leakage during collection that would leak down to the patient's arm. No injury or medical intervention reported.